Manufacturer narrative:
Final analysis found that the insulation was abraded at 20.8cm to 21.1cm and 27.4cm to 27.5cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
It was reported a patient's atrial lead presented with a high capture threshold. The lead was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was stable.